Manufacturer narrative:
Customer was advised to contact mindray service for further investigation. The system antenna may have been the cause of the error and the customer subsequently replaced the antenna. (B)(4).

Event description:
Customer reported a telepack would not display at the panorama central station resulting in a possible loss of ambulatory telemetry monitoring. No patient injury was reported.